Event description:
On 11/30/2007, abbott point of care was contacted by a customer, who reported an I-stat 1 analyzer results were not correlating with the results from a second I-stat 1 analyzer and a lab analyzer.